Manufacturer narrative:
The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. S/w version 4.11 d. Retainer ring = black. Case type = ngp. Customer returned pump for alleged unresponsive keypad found on 09-jan-2023. Pump was received with intermittently unresponsive keypad. The pump passed the displacement test. The pump passed the keypad voltage test. The pump failed the self test due to appearance of pump error 63. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thus software. Pump alarmed a pump error 63 during testing on 03/01/2023 at 12:09:59.000 (variable #: 3) due to cracked solder joint or broken trace on pin #6 and pin #1 of u1 on the keypad assembly. Pump was cut open to perform visual inspection and found cracked solder joint or broken trace on pin #6 and pin #1 of u1 on the keypad assembly, moisture damage on the keypad flex connecting cable. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, corroded battery tube, and corroded battery tube spring. Unresponsive keypad was confirmed during testing due to moisture damage on the keypad flex connecting cable. Pump error 63 was confirmed during testing due to cracked solder joint or broken trace on pin #6 and pin #1 of u1 on the keypad assembly. Moisture damage was confirmed found on the battery tube and keypad flex connecting cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to additional manufacturer narrative has been updated and provided in h10 section of this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g series insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer stated arrow buttons in the insulin pump were not responding.  There was no stuck button alarm received. Troubleshooting was performed and found that there was no response from any button. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.